Event description:
It was reported that a diagnostic anomaly resulting in an unexpected longevity measurement was observed on the device. Abbott technical support was contacted and alleged the event was due to not clearing the diagnostic correctly after an magnetic resonance imaging (MRI) scan. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.